Event description:
On (B)(6) 2010, patient reported the up button on his infusion device was not functioning properly. This was first noticed 1-2 months prior, and up button continued to work intermittently. On (B)(6) 2010, patient attempted to deliver a bolus and the up button would not respond at all. Patient boluses 5-6 times per day. Infusion device has not been dropped or exposed to water or insulin ingress. Up button pops up after being pressed. The down button continues to work as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.